Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
During orbital atherectomy treatment, the viperwire guide wire fractured. Multiple attempts to retrieve the fragment were made but were unsuccessful. The procedure was continued with stent placement in the superficial femoral artery. One more attempt was made to retrieve the fragment, however it was unsuccessful again and the fragment was left in vivo. Following the procedure, the patient was alert and transferred to the intensive care unit.

Manufacturer narrative:
The supplemental report is being submitted per additional information received from medwatch mw5104270. Csi ID: (B)(4).

Event description:
During orbital atherectomy treatment, the viperwire guide wire fractured. Multiple attempts to retrieve the fragment were made but were unsuccessful. The procedure was continued with stent placement in the superficial femoral artery. One more attempt was made to retrieve the fragment, however it was unsuccessful again and the fragment was left in vivo. Following the procedure, the patient was alert and transferred to the intensive care unit. The patient remained hemodynamically stable overnight and was discharged the following day.